Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty isolation circuit card. The device was evaluated and the reported issue was confirmed as it was noted that display shows a red screen and the request to restart. The isolation circuit card was replaced. New calibration, mtk and stk were performed. The device passed the procedure and can be placed back into normal use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The device history record review was not required as event was not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was red screen in arctic sun device and the request to do a restart during booting. Per wo review on (B)(6) 2023, there was no patient involvement. Per follow up information received on (B)(6) 2023, all cards where replaced processor, isolation, power circuit card and date of event occurred was (B)(6) 2023. Per follow up information received via email on (B)(6) 2023, the processor circuit card, power circuit card and isolation circuit card were defective.

Event description:
It was reported that there was red screen in arctic sun device and the request to do a restart during booting. Per wo review on 08-mar-2023, there was no patient involvement. Per follow up information received on 27-apr-2023, all cards where replaced processor, isolation, power circuit card and date of event occurred was (B)(6) 2023. Per follow up information received via email on 12-may-2023, the processor circuit card, power circuit card and isolation circuit card were defective.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.